Manufacturer narrative:
The air bubbles investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a large air gap was observed in the insulin set tubing. The customer's blood glucose level was 400 (mg/dl) with large ketone levels. The customer removed the pump and began using manual injections for insulin therapy prior to the report. The contact declined troubleshooting with tandem technical support.